Event description:
Material#: 305916 batch#: 4018902 it was reported by the customer that the plunger was either stuck on the syringe or the needle she was using was "clogged" causing her not to be able to push down on the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 305916 quantity affected:1 box serial/lot number: (B)(6) po: (B)(6) are any samples available for return? Yes reported issue: "the plunger was either stuck on the syringe or the needle she was using was "clogged" causing her not to be able to push down on the plunger.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material#: 305916, batch#: unknown . It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "the plunger was either stuck on the syringe or the needle she was using was "clogged" causing her not to be able to push down on the plunger.". Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 305916. Quantity affected:1 box. Serial/lot number: 401890. Po : 4517236933. Are any samples available for return? Yes. Additional information provided: . Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. This did occur in patient use. Patient had needle administered twice to deltoid muscle. Can you please provide an exact date of event in format dd-mmm-yyyy? 23-05-2024 batch number#: 401890 was not found for material number#: 305916, kindly verify the same. Batch number #4018902.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.